Event description:
It was reported that a spectrum pump was not recognizing a closed door. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed reported symptom of "device does not recognize a closed door." The unit was received inoperable due to a "door not fully latched" alarm caused by a loose upper link screw. The alarm was resolved during eval by adjusting the screws and the door then performed as expected. The link screws will be replaced during the repair process.